Event description:
It was reported that the device locked-up while taking the patient's 12-lead ECG reading and then powered itself off. The customer was able to power the device back on, but it locked-up again and no buttons would respond when pressed. A back-up device was available and the customer was able to switch to the second device and continue patient care with minimal delay. The patient was delivered to the hospital without any compromises to their care.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported problem could not be determined.